Event description:
It is reported that the patient has been in excruciating pain since approximately (B)(6), 2012. The patient has reverted to the place where she was prior to the surgery. The pain is constant in the tzone across the front of her knee. Patient is not fully ambulatory and needs assistance walking and standing. Patient states that it feels as though something is loose in her knee. It is reported that a recent x-ray report identifies a loosening of the cement in the knee. The patient is scheduled for a bone scan.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.catalogue number unknown at this time. Device description reported as unknown right knee triathlon. (B)(4): not returned to manufacturer.